Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause of the reported positioning failure is patient anatomy. The reported difficult to remove (entanglement) is a cascading effect of the reported positioning failure. The reported tissue injury, as listed in the mitraclip system IFU is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip interaction with the chords causing damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, due to patient anatomy it was difficult to grasp both leaflets. During positioning the clip the grippers became caught in the chords. The clip was able to be removed however chordal damage was noted. The clip was not implanted and the cds removed. The procedure was aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.